Event description:
The customer contacted beckman coulter inc (beci) in to report fluid leak from the modular chemistry (mc) sample crane assembly on the synchron lx 20 pro system. Customer technical support (cts) recommended the use of personal protective equipment when they troubleshoot the event. The customer is unable to determine why the leak occurred. Per customer, no erroneous results were generated. No injury or exposure was reported. A bec field service engineer was dispatched and replaced the plugged mc sample probe and the broken mc clot detector assembly. Fse performed: mc sample probe ods alignment, checked sample probe alignment, primed the system, recalibrated the mc and all chemistries were acceptable, ran controls and results were acceptable. Fse verified repair per established procedures and the results meet published performance specifications.

Manufacturer narrative:
Bec internal notification number is (B)(4).